Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failed tray on helmer fridge. A field service engineer replaced circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis es refrigerator had a failed tray on a helmer fridge. The customer mentioned that the malfunction occurred when tried to issue medication to patient. There were no adverse events or injuries reported based on this event.